Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not able to pressed the green button and squeezed the handle. Hence, the device did not fire.